Event description:
It was reported that the balloon was slow to deflate. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Device evaluated by mfg - updated to 'yes'. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device noted proximal kinks, likely due to shipping damage, and found the shaft was wrinkled; no additional anomalies were observed and the balloon conformed to its specifications. During functional testing, the device was prepared as per device directions for use (dfu) and the balloon inflated and deflated as intended, however, the report the device was difficult to deflate was confirmed based on the anomalies noted to the device which are known to affect its performance. Additional information from the complaint indicated the device was prepared per dfu and in good condition after preparation, the patient¿s anatomy was heavily tortuous and resistance was encountered when device passed the aortic arch. Based on device analysis and available information, the wrinkles on the shaft were likely caused by pushing forces on the shaft during advancement against resistance; operational context has been assigned to the observed wrinkles and the reported difficulty deflating as wrinkles along the shaft are known to affect balloon deflation.

Event description:
It was reported that the balloon was slow to deflate. There was no clinical consequence to the patient due to this event.